Event description:
It was reported that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. (B)(4).

Event description:
It was further reported that there was a spike in the pacing impedance of the rv lead. The lead remains in use.